Manufacturer narrative:
Additional information: section d4 (serial number) and h4 (device mfg date) were updated based on return product download. Section d4 (serial number) was updated from unk to (B)(6). Sensor (B)(6) was returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. The sensor data was reviewed and signal low error message along with a drop in glucose/temp values were observed, indicating that the user removed the sensor early. This issue is not confirmed to early sensor removal. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness, sweating, trembling, and dry mouth. No treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A "scan again in 10 minutes" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness, sweating, trembling, and dry mouth. No treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness, sweating, trembling, and dry mouth. No treatment was reported. There was no report of death or permanent impairment associated with this event.